Event description:
The customer reported that the t:slim x2 pump battery would not charge, despite using the appropriate tandem cable and wall adapter, and leaving it plugged into a working outlet. Attempts to use different adapters and cables were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged to replace the pump and advised the customer on using multiple daily injections (mdi) as a backup therapy. The customer was instructed on the procedures required for returning the faulty pump and understood the steps needed upon receiving the replacement.